Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/22/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Pictures were taken. The reported event of a loss of connection could not be confirmed with the returned receiver, however, the data that was initially received confirmed the reported event of a loss of connection. A root cause could not be determined.